Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693565 lead 2013-(B)(6). (B)(4).

Event description:
It was reported that two months after implant, the patient had a purulent incision wound with pocket infection. A transesophageal e chocardiography (tee) noted an ¿arm floating structure¿ in the right ventricle. It was also reported that the patient had a fistula in the area of the thoracotomy. The implantable cardiac defibrillator (ICD) and leads were removed and patient placed on antibiotics. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.